Manufacturer narrative:
Device not returned.

Event description:
Reportedly, valve explanted after 2 months due to mitral insufficiency, that was reported to be not valve related per the surgeon. No valve to be returned for evaluation. No further information available.